Event description:
It was reported that anti-tachycardia pacing (atp) therapy was delivered from the implantable cardioverter defibrillator (ICD) when the patient¿s ventricular rate was in the ventricular tachycardia (vt) detection zone. The atp accelerated the patient¿s rate into the ventricular fibrillation (vf) zone resulting in inappropriate high voltage therapy. The high voltage therapy converted the rhythm briefly but the rhythm began again after the therapy. Additional information was received via the manufacture database that the patient was deceased and died approximately four days later. Follow up was conducted and determined that the cause of death was reported as ventricular fibrillation and congestive cardiomyopathy with contributing factors of renal failure and type 2 diabetes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on [(B)(4) 2014]. Of note, the reportable malfunction and serious injury (inappropriate shocks ) is normally submitted via a bimonthly medwatch report submission that would have been submitted on [(B)(4) 2014]. Information was subsequently received on [(B)(4) 2014] and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Product ID: 0185 competitor lead, implanted: (B)(6) 2008.